Manufacturer narrative:
Concomitant medical products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 3708160, serial# (B)(4), implanted: (B)(6) 2011. Product type: extension: product ID 3708160, serial# (B)(4), implanted: (B)(6) 2011. Product type: extension. (B)(4).

Event description:
It was reported that patient had no stimulation sensation and had "increased baseline pain." It was noted that the patient had not felt stimulation since he leaned out of a window to paint a windowsill on (B)(6) 2012 it was further noted that since this event, the patient had been unable to control his pain. It was noted that the patient felt like his left lead was "sticking out." It was noted that troubleshooting was performed and confirmed that stimulation was on. It was noted that the patient had been on program 1 at 1.5 volts and this was a standard setting for the patient. It was noted that the patient had also tried program 2 at 2.0 volts, but did not feel stimulation on that program either. The patient outcome was not provided. Additional information was requested but not available at the time of this report.